Event description:
The lay user/pt called lifescan (lfs) in 05 and alleged that her meter was prompting an error 4 message. The patient reported that she was unable to test on her meter for one week due to the error 4 message. She visited her physician to have her blood glucose tested because she was feeling dizzy. Her physician told her that her blood glucose was high, but did not tell her the result. She was not treated at the physician's office, instead she was told to go home and take her oral medication. The patient normally takes one pill per day (she could not remember the name of the medication). She stated that if her blood glucose were high she would take an extra pill. The error 4 message was not resolved with troubleshooting.